Event description:
During the evoke spinal cord stimulation (scs) system trial period, the patient was evaluated for new shoulder pain. The patient was evaluated at the emergency department, where magnetic resonance imaging and blood testing were performed to confirm an infection and epidural abscess. Antibiotics were administered and a laminectomy were performed.

Manufacturer narrative:
The leads were discarded. It was reported the patient was admitted to hospital with infection and epidural abscess. The cause could not be definitively established. Evoke scs system surgical guide advises that the potential risks associated with the implantation and use of a spinal cord stimulation system includes infection that may require hospitalisation with intravenous antibiotic therapy. Infection may result in epidural abscess that can lead to neurological harm, and require surgery (including revision, explant, and replacement) as a result. The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.